Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and missing the end cap sticker noted.